Event description:
The complaint involved a pt who underwent knee revision surgery on (B)(6) 2014. The original surgery was dated (B)(6) 2013. The revision surgery was performed due to pt complaining of instability. The original 6 x 12mm ultra tibial insert was replaced with a 6 x 14mm insert.

Manufacturer narrative:
The complainant made no indication of any omnilife science device malfunction or deficiency related to the identity, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event. Review of the manufacturing documentation and sterilization documentation for the explanted devices revealed no deviation from process or non-conformity of product that would have caused the adverse event.